Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the gripper actuation issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the preparation of mitraclip, the grippers were unable to lower in even manner. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.